Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed to address the issue. Additionally, it was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. Customer used an alternate usb cable and wall adapter which charged the pump successfully. Blood glucose level was 405 mg/dl.